Manufacturer narrative:
Initial and final MDR (B)(4). Device 2 of 4. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced a hypoglycemia event on (B)(6) 2026 due to improper site selection. The blood glucose level was 50 mg/dl. The patient was treated with juice. The issue occurred with four infusion sets. No further information available.